Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x19mm graftmaster rx device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to the anatomy. A second 2.8x16mm rx graftmaster covered stent was advanced and deployed; however, the perforation was too long compared to the stent size and it did not seal completely. A 3.5x19mm graftmaster rx covered stent was deployed and successfully sealed the perforation, but it occluded the diagonal artery. The patient was sent to coronary artery bypass surgery. The patient is doing well and has been discharged. The use of the graftmaster rx covered stents did not cause or contribute to any complications or adverse events. No additional information was provided.